Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, after advancing the delivery system to the target area, the handle was rotated but the stent could not be deployed. Extreme resistance was encountered when attempting to rotate the external slider, even after force was applied. The graft cover did not move and no portion of the stent was exposed. Deployment using the trigger was not attempted. It was confirmed that no back-table modifications were made to the device. Back-table deployment was also not attempted after the delivery system was removed from the patient. The device was inspected prior to use and no issues were noted. The device was reportedly prepared and used in accordance with the I nstructions for use. Due to the deployment difficulty, the device was removed, and a non-medtronic aortic stent was implanted instead. Per the physician, the cause of the event was undetermined. No additional clinical sequelae were reported and the patient will moni tored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.